Event description:
Additional information received confirmed the patient¿s device had been removed on (B)(6) 2013, and the patient had not been seen since implant.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had difficulty walking and had neurological problems two days after implant. It was stated the patient's health care provider (hcp) 'might do a laminectomy, versus a laminotomy (which was performed).' It was noted that the hcp considered removing the lead, while leaving the implantable neurostimulator intact to reduce 'possible swelling of the spinal cord.' Further information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(4) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).